Manufacturer narrative:
The reason for this revision surgery was the patient fracturing their femur and loosening of the stem implant. At the time of surgery, the doctor found that the patient had an infection. The previous surgery and this revision occurred 11 days apart. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in, that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was reported as not completed as intended, but the correction surgery for the fractured femur was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr #24054 written against 3 pieces for discoloration and the parts were reworked. A review of the product complaint report history showed this is the first complaint against this part. The root cause for the fractured femur and stem becoming loose was a fall. The root cause for the infection was not reported. Due to the short time between the previous surgery and this revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post-surgical instructions. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the patient fractured their femur and the stem became loose due to a fall. At the time of the revision, the surgeon found that the patient had an infection and used a djo screw to help extract parts; he explanted all of the parts. He did not proceed with the revision and used stryker cables and rods to create stability while the infection clears. A revision will be put in at a later time.